Event description:
The customer reported the instrument channel tube of the subject device was clogged. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the instrument channel was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing of the returned device, service cleaned the instrument channel tube twice with a brush, and the issue was resolved. The engineer could not identify the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the foreign material in the channel was likely due to the user improperly reprocessing the device. However, a definitive root cause could not be determined. The user can detect the event by properly handling the device in accordance with the instructions for use which provides the following: ¿operation manual_ preparation and inspection. Inspection of the suction function. Inspection of the instrument channel¿. The user can reduce or prevent the occurrence of the event by handling the device in accordance with the reprocessing manual which provides the following regarding precleaning and presoaking the endoscope: ¿precleaning the endoscope and accessories:aspirate water. Manually cleaning the endoscope and accessories. Brush the channels. Aspirate detergent solution through the instrument channel and the suction channel. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.